Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the strand wire of the elevator wire stuck out from the distal end of the subject device during an unspecified procedure. The user facility did not provide detailed information of the event, but there was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to correct the description related to accidental symptoms in initial MDR. This event in which the strand wire of the elevator wire stuck out did not occurred during the procedure, but occurred during the inspection before the procedure.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".